Event description:
A patient was being implanted with a leadless pacemaker system. Following an injection of contrast, the patient experienced low oxygen levels, which resulted in a need to resuscitate the patient. After twenty minutes of attempts, resuscitation was stopped and the patient passed away. The physician alleged the cause of death was due to an allergic reaction to the contrast which resulted in a spastic lung. The physician does not believe the leadless pacemaker cause or contributed to the death of the patient.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.